Manufacturer narrative:
D10. Concomitant products egia60amt - egia60amt egia 60 artic med thick sulu - lot# p5h0809. Sigpshell - sig power sigpshell control shell - sn: unknown. Sigadaptstnd - sig power sigadaptstnd linear adapter - sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastrectomy, after the firing was completed, the knife blade could not be retracted. Even after resetting the power and removing and reinstalling the handle, it still did not work. The manual adapter tool was used and rotated several times, but the blade did not appear to retract. Therefore, the handle was reattached, and they were able to replace the blade and detach it from the tissue. Another handle and adapter were used for the subsequent resection.